Event description:
The outcome stated that the device did not deliver a synchronized shock. No info provided or pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.